Event description:
This is a report of patient 1 of 2. Initial inr 1.7, retest 1.4 with protime system vs. 3.0 inr with unspecified lab system. Patient therapeutic inr range 2.0-3.0. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2207-2008 in light of revised itc MDR evaluation procedures.